Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reporting on behalf of daughter. Individual received a false positive result (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use cartridge lot 22059k, cartridge sn (B)(4), and cue reader sn (B)(4). The same day, the individual tested negative with flow flex antigen test and cue covid-19 test for home and over the counter (otc) use. The individual is vaccinated and attends in-person school with other children who were covid-19 positive. The individual did not present with noticeable symptoms but is unable to recall if they had ¿sniffles¿ or a ¿scratchy throat¿ the week prior to (B)(6) 2022. The customer confirmed the cartridges were stored according to the instructions for use.